Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port did not fit right. No further information could be obtained on the description. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the short port and no evidence of blood. A functional test was performed on the device and the short port was able to be fit with a reference endoscope and cannula as expected. Based upon this observation, the reported complaint could not be confirmed. (B)(4).